Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscopic examination of the fiber identified a distal circumferential fracture and the metal cap exhibited mild detritus adhesion on its surface. The fiber was tested with hene laser fixture which found no signs of breakage along length of fiber. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, twenty-eight minutes into a greenlight vaporization procedure for benign prostatic hyperplasia with a 90 gland volume and after 120238 j of energy were expended, the fiber was observed to be forward firing. Due to this, the procedure was completed using a third fiber. There were no patient complications.

Event description:
It was reported that during a greenlight vaporization procedure for benign prostatic hyperplasia, a forward firing malfunction was observed, this happened at 28 minutes, 90 g of gland volume and using 120238 j. Due to this, the procedure was completed using a third fiber. There were no patient complications.